Event description:
Pt implanted on (B)(6) 2009 at c6-c7 believes the surgeon placed the pdc incorrectly. Pt indicated she has consulted four other surgeons that agree the pdc should come out and a fusion needs to be performed; reportedly, the pdc was placed too far forward. Pt said she is having revision surgery in (B)(6). Reportedly pt has talked to the implanting surgeon who responded there is not a problem. Pt indicated she is 100% disabled.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.